Manufacturer narrative:
MDR 3003442380-2024-03623 - device 3 of 8. E1: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred norway. On (B)(6) 2024, it was reported that the patient faced eight infusion set cannulas were bent. The user replaced infusion set and resumed insulin deliveries successfully. No further information available